Event description:
Reported due to thrombus and death. The physicain used a jostent graftmaster to seal a perforation. The stent was successfully implanted and the perforation was sealed. The perforation was located in the left coronary system. Subsequently the pt's anticoagulated status was reversed and a thrombus developed in the left coronary system and the pt had a cardiopulmonary arrest and died. Although requested no additional info was provided.